Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was having high impedances on the leads. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The explanted leads were not returned as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and was having high impedances on the leads. The patient will undergo a revision procedure wherein the leads will be replaced.